Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 400 mg/dl at the time of the event. Patient was hospitalized. The duration of the hospitalization was for 2 days. Patient was treated with IV insulin drip for the issue. No further information was available.